Event description:
It was reported that shaft break occurred. The patient presented with st elevation myocardial infarction (stemi). A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. The balloon was taken out of the hoop. Upon advancing into the patient, the physician noted that the device was kinked. When the physician attempted to straighten it, the catheter ¿snapped apart¿. The break was noted at the monorail port, 10 inches from the distal end. The device never entered the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The distal tip was damaged. The hypotube shaft was completely separated 54.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There were numerous kinks in the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with st elevation myocardial infarction (stemi). A 2.00mm x 12mm emerge balloon catheter was selected for use to dilate the lesion. The balloon was taken out of the hoop. Upon advancing into the patient, the physician noted that the device was kinked. When the physician attempted to straighten it, the catheter "snapped apart". The break was noted at the monorail port, 10 inches from the distal end. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.